Manufacturer narrative:
Questionable estradiol results were provided for an additional patient sample (patient 2). On (B)(6) 2024 the result from the e411 analyzer was 884.5 pg/ml. On (B)(6) 2024 the sample was sent to an external laboratory using the immulite siemens method and the result was 617 pg/ml. This result corresponded to the patient's clinical status.

Manufacturer narrative:
The calibration signals were higher compared to specifications. The qc was within range before sample measurement. The field service engineer proactively changed the measuring cell and performed preventive maintenance. A general reagent problem was not present, because the qc before the event was within range. Based on the information provided, the cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys estradiol iii result from one patient sample tested on the cobas e411 disk. On (B)(6) 2024, the initial result from the analyzer was 2198 pg/ml. On (B)(6) 2024, the repeat result from another laboratory that uses an immulite siemens analyzer was 1485 pg/ml. This result fits the patient's clinical status.